Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self test, unexpected restart, operating currents, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests due to the blank display. Unable to confirm the unresponsive buttons due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device would have a blank display when the buttons were pressed. Customer's blood glucose was 120 mg/dl. Customer fell into the water with the device on. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.